Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks, with oversensing and lead fracture noted. It was also reported that the charge time exceeded threshold, with the device being at elective replacement indicator (eri). The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.